Event description:
The shunt was implanted in 2008. The shunt system was occluded. It was replaced with another shunt system at about three weeks later.

Manufacturer narrative:
The device has not been returned to MFR.